Manufacturer narrative:
(B)(6).

Event description:
It was reported that almost a year and a half after a right hip arthroscopy labral repair/cam debridement the patient began experiencing pain. No incidents or traumatic episodes were reported in this period of time. After an MRI, a hip arthroscopy was performed, at this point the lateral anchor was found detached from the rim of the acetabulum and hanging by a thread. The device was retrieved and labral debridement was performed.

Manufacturer narrative:
The returned implant, intended for use in treatment, was declared as an MDR and returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection of the returned implant for a speedlock hip knotless fixation device shows no manufacturing abnormalities. The implant is detached with implemented broken sutures; the device itself was not returned with the implant; the complaint was verified but the root cause could not be determined with certainty as the part was loosening from the rim of the acetabulum. Potential root causes could be, bone quality or incomplete insertion. There are no manufacturing abnormalities visually observed with the returned device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. (1) do not implant the anchor in poor quality bone or where bone quantity is limited. (2) incomplete insertion or poor bone quality may result in anchor pullout.

Event description:
It was reported that almost a year and a half after a right hip arthroscopy labral repair/cam debridement the patient began experiencing pain. No incidents or traumatic episodes were reported in this period of time. After an MRI a hip arthroscopy was performed, at this point the lateral anchor was found detached from the rim of the acetabulum and hanging by a thread. The device was retrieved and labral debridement was performed. Patient's evolution is as expected after the revision surgery.